Manufacturer narrative:
A ge service rep performed an onsite investigation. The fuse f2 in the power interface board was removed and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system would not start up (no boot). This resulted in a total loss of imaging functionality. There is no report of injury or death associated with this event.